Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 9 months and 13 days following the implant of a transcatheter aortic valve, the patient was hospitalized for a cardiovascular event relating to the transcatheter aortic valve. The patient then had the onset of sepsis, which was accompanied by deterioration of renal function. Due to the patient's advanced age, conservative treatment was pursued. After the initial episode of sepsis, a transesophageal echocardiogram (tee) was obtained which revealed no obvious vegetation. However, the patient had a second episode of sepsis, during which a second tee was obtained. This tee revealed attachment of structure on the valve itself, and acute regurgitation. This led to the diagnosis of infective endocarditis. Ultimately, the patient's renal failure could not be controlled, and the patient died 10 months and 13 days following the initial procedure. Per the physician, there is a causal relationship between the transcatheter aortic valve and the patient's death. Additional information was received that 9 months and 13 days following the implant of a transcatheter aortic valve, the patient was hospitalized for heart failure secondary to sepsis. 9 months and 16 days following the implant of a transcatheter aortic valve, endocarditis and the structure/vegetation attached to the valve were confirmed and central aortic regurgitation was observed. Per the physician, the patient's sepsis contributed to the endocarditis. Antibiotics were administered for the endocarditis. Additional information was received that the severity of the central aortic regurgitation was moderate.

Manufacturer narrative:
Updated data: b1, b5, d4, h4, h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 9 months and 13 days following the implant of a transcatheter aortic valve, the patient was hospitalized for heart failure secondary to sepsis. 9 months and 16 days following the implant of a transcatheter aortic valve, endocarditis and the structure/vegetation attached to the valve were confirmed and central aortic regurgitation was observed. Per the physician, the patient's sepsis contributed to the endocarditis. Antibiotics were administered for the endocarditis.

Event description:
It was reported that 9 months and 13 days following the implant of a transcatheter aortic valve, the patient was hospitalized for a cardiovascular event relating to the transcatheter aortic valve. The patient then had the onset of sepsis, which was accompanied by deterioration of renal function. Due to the patient's advanced age, conservative treatment was pursued. After the initial episode of sepsis, a transesophageal echocardiogram (tee) was obtained which revealed no obvious vegetation. However, the patient had a second episode of sepsis, during which a second tee was obtained. This tee revealed attachment of structure on the valve itself, and acute regurgitation. This led to the diagnosis of infective endocarditis. Ultimately, the patient's renal failure could not be controlled, and the patient died 10 months and 13 days following the initial procedure. Per the physician, there is a causal relationship between the transcatheter aortic valve and the patient's death.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.